Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit power up properly after battery installation. Unit received with operating currents within spec. No failed battery test or battery out limit alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. Unit received with broken reservoir tube lip. Unit received missing o-ring (reservoir tube). (B)(4).

Event description:
The customer reported that the insulin pump had a button error alarm and the keypad was unresponsive. Blood glucose level at the time of the incident was 242 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.